Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set leakage at the site event on 19-jun-2024. Infusion set has been used 48 hours for 1st event, 2nd event for about 2 hours. The blood glucose level was 200-320mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.